Event description:
It was reported to boston scientific corporation in 2009 that a standard balloon replacement g-tube was used during the percutaneous endoscopic gastrostomy procedure performed the day before. According to the complainant, during the inflation check, the sterile water leaked from the device. The procedure was completed with a different device (MFR unknown). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.